Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the pt was dislocating so she was revised." It was noted that the initial implant was approx in 1998.